Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they did not receive request to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer complaint notes, stated e15, e13/a13, e22, e52/a52 alarms device received with an e15 error loop during boot up. The original m/b was removed and replace with a test m/b. No anomalies was notice after battery insert. Problem isolated to m/b problem isolated to the mother board. Unable to perform operating currents, self test and displacement test or verify e13/a13, e22, e52/a52 alarms due to e15 alarm. Pump received with cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.